Manufacturer narrative:
It was reported that a patient underwent a cardiac ablation procedure with a reference patch carto 3. During preparation, before the patient entered the room, a defect was discovered. When attempting to open the bag, it was confirmed that one side of the package was not sealed (not crimped). The investigation was completed on 03-nov-2025. A picture was received for evaluation following johnson & johnson medtech (j&j medtech) procedures. According to the picture provided by the customer, it was observed that there was no trail at the edges of the pouch that confirmed that there was previously sealed. The customer complaint was confirmed based on the picture received. The patches and the package were returned to johnson & johnson medtech (j&j) for evaluation. A visual inspection evaluation of the returned device was performed following j&j medtech procedures. Visual inspection of the returned patches (6 units) revealed no damage or anomalies; however, visual inspection of the two packages, was noticed that there was no trail at the edges of the pouch that confirmed that there was previously sealed. A device history record evaluation was performed for the finished device number, and no internal actions related to the reported condition were identified. The pouch issue reported by the customer was confirmed as the lot number reported was identified with the defect described by the customer (open/unsealed pouches). The root cause of the package issue was the manufacturing process. The instructions for use (IFU) contain the following information: inspect the external reference patch to ensure that it is in good physical condition. Care should be taken when opening the packaging to ensure that the sealing mechanism is not damaged. As part of johnson & johnson medtech's quality process, all devices are manufactured, inspected, and released to approved specifications. A supplier internal corrective action is being followed to mitigate pouch seal issues (re-training, added a pouch seal inspection in the process). Explanation of codes: -investigation findings: appropriate term/code not available (c22) / investigation conclusions: cause traced to manufacturing (d03) / component code: packaging (g04094) were selected as related to the photo provided. -investigation findings: manufacturing process problem identified (c16) / investigation conclusions: cause traced to manufacturing (d03) / component code: packaging (g04094) were selected as related to the customer¿s reported ¿when attempting to open the bag, it was confirmed that one side of the package was not sealed (not crimped)¿ issue. In addition, biosense webster inc. Analysis finding of the ¿manufacturing process¿ related. -investigation findings: problem identified (c1605) / investigation conclusions: cause traced to manufacturing (d03) / component code: packaging (g04094) were selected as related to the customer¿s reported ¿when attempting to open the bag, it was confirmed that one side of the package was not sealed (not crimped)¿ issue. In addition, biosense webster inc. Analysis finding of ¿no trail at the edges of the pouch¿. H4. Device manufacture date has been added. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
The bwi product analysis lab received the device for evaluation on 24-oct-2025. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
The picture was reviewed and no root cause can be determined. However, it was reported that the device is available for analysis. Therefore, once the device is received by the bwi product analysis lab, the evaluation will be performed. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent a cardiac ablation procedure with a reference patch carto 3 and one side of the package was not sealed. During preparation, before the patient entered the room, a defect was discovered. When attempting to open the bag, it was confirmed that one side of the package was not sealed (not crimped). There were no signs of cutting with a cutter or scissors, so it was considered a packaging defect. Due to the packaging defect and concerns regarding safety and hygiene, the reference patch carto 3 was replaced. The procedure was completed without patient's consequence. Additional information was received which confirmed that the device was not used on the patient.

Manufacturer narrative:
During additional review on 13-oct-2025, noted a correction to the 3500a initial as under h11 reported the following: ¿the picture was reviewed and no root cause can be determined. However, it was reported that the device is available for analysis. Therefore, once the device is received by the bwi product analysis lab, the evaluation will be performed.¿ it should have stated the following: ¿the product has not returned for analysis, however, a picture was provided by the customer. Evaluation is still in progress. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted.¿ if additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).